Event description:
Event description guidant received information that during a device replacement procedure for normal battery depletion, this atrial and ventricular lead appeared to be damaged due to clavicular crush after the patient fell down the stairs. Due to difficulties with the patient's anatomy, the right ventricular lead was temporarily programmed to unipolar mode, and both leads were surgically abandoned and replaced by another physician two days later.